Event description:
It was reported that the 9800 system was generating a popping sound due to arcing at the x-ray tube. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Grease was applied to the x-ray tube connections. The system was tested and found to be working as intended and placed back into service.